Event description:
Boston scientific received information that after the implant procedure of this device and x-ray revealed a pneumothorax. Medication was given. The device remains implanted, and no further adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.